Event description:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The company is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the recipient's device was explanted for a technology upgrade. The recipient was reimplanted with another advanced bionics cochlear implant. The explanted device was reportedly discarded and will not be returned to the company for analysis. A review of the device history record revealed no anomalies. This is the final report.